Manufacturer narrative:
Concomitant medical devices: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0yqqd, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported that after the extension was connected the impedances were checked and high on all contacts except 8. The extension was unplugged from the implantable neurostimulator (ins), wiped down, and re-plugged. The impedances were still high, so a twist lock cable was used to test the lead and the lead was fine. A new extension was used and the impedances were checked and were fine. The issue was resolved and the patient was alive with no injury. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the extension ((B)(4)) found the extension body conductor was broken less than 5cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.